Event description:
Failure code 550. Additional information: per clinical engineer, failure code 550 was found by baxter technicians who were testing the pump after upgrading with new software. There were no reports of this failure code occurring while in use on a patient.